Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The patient has had issues since the pump was placed nine years ago {refer to manufacturing report #3007566237-2016-04102 regarding previous pump} and he had a new pump placed in (B)(6) 2014. The doctor always said he did not have a spinal cord injury (sci) and did not know the diagnosis for sure. The doctor thought he had multiple sclerosis (ms) but his MRI cervical in (B)(6) of this year showed injury c4 in the spinal cord and lots of disc issues below that. On refill on (B)(6) 2016 it read 7.8 milliliters (mls) and the hcp withdrew 10.1 mls. The doctor interpreted 20% of the expected volume (the hcp said it did not look like 8 mls difference which would have been 20%). The hcp believed the pump should be checked because of his symptoms and had thought so for years. It was further reported the patient had stiffness in left leg, could not bend at all. He swore an increase in the pump made him worse and he wanted it out. This had been going on for about 7-8 years. The hcp had titrated him down and the doctor met with him about removal. It was noted sometimes it worked and sometimes it did not. The patient had terrible pain in the right leg and between the two he was not feeling up. The hcp lowered back to where it was. The hcp even asked the doctor about phenol for that leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.